Event description:
During a breast biopsy while deploying a tissue marker, the customer thought the collagen marker deployed properly into the breast cavity, but when they removed the marker and the probe, the collagen was still in the end of the applicator tip. The physician deployed another marker to complete the procedure. There was no pt consequence reported. The tissue marker was sent back for analysis.

Manufacturer narrative:
H3: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The analysis results found that the device was received with the tip of the clear tube torn off and with the collagen plug outside of the device.